Manufacturer narrative:
The customer reported that the bsm (bedside monitor) turns on and off randomly. Loaner device was sent to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) turns on and off randomly.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the bsm (bedside monitor) turns on and off randomly. Loaner device was sent to the customer. The unit was cleaned and evaluated, the reported problem was duplicated. The main pcb was replaced to resolve the issue, loaded version 04-55. The operational panel was also replaced, the silence alarm button was continuously pressing down on the button behind it. A recorder main board was installed as the recorder was not printing (no charge). All steps in the maintenance check sheet were tested and completed per service manual. The device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.